Event description:
Proxy biomedical was notified on the (B)(4) 2013 via email by the polyform distributor (boston scientific) that they have received a complaint on the (B)(4) 2013 regarding a polyform product from a pt's legal representative. The complaint states that following implant of polyform mesh the pt suffered serious an injury. The date of implant of the mesh is (B)(6) 2008. The pt is identified as "vm". Her date of birth is unknown; her weight and height details are unknown. The hospital where the implantation procedure took place is the (B)(6). The physician who treated the pt is dr. (B)(6), telephone number is unknown. The product part number and lot number is unknown.

Manufacturer narrative:
Evaluation: device was not returned for evaluation. The device is a synthetic device made from (B)(4). Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).